Event description:
As reported, four 6f¿12f mynx control venous vascular closure device (vcd) were involved in a mynx complication, post an ablation, with localized reactions around the access sites. The affected sites were shaped anywhere from a quarter to one half dollar size shaped. The access sites had bilateral oozing, induration, tenderness, and poor healing that appeared to be a reaction. The areas immediately surrounding the access sites were described as quarter- to half-dollar sized. There was no bacteria in the bloodstream, and the reaction was described as localized. The access sites became indurated after the ablation procedure. The patient received 36 hours of intravenous antibiotics. The patient¿s wife reported no strenuous activity. One side was described as possible fungal, and the opposite groin was not fungal. Complete lack of closure was reported. Sterile technique was followed. The procedure was performed as outpatient. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was in training in 2024. The devices will not be returned because the issue was reported as not being with the device, and as operator error or patient hygiene or both.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.